Event description:
It was reported that when the physician opened the lead, he noticed the tip of the lead was bent. The implant procedure was completed using a different good lead.

Manufacturer narrative:
Analysis of the lead model 3389-28, lot # v862345 found the distal end of the lead to be bent (new, out of the box).